Event description:
It was reported by service report that the tracks do not come down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved by the customer before the unit was evaluated by a stryker technician.

Event description:
It was reported by service report that the tracks do not come down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.